Event description:
It was reported that the left ventricular (lv) lead dislodged during slitting and peeling which resulted in failure to capture. The lead was repositioned and the device was reprogrammed. The lead remains in use. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.